Manufacturer narrative:
The investigation for the positioning issue has been completed. The pump was not returned for investigation. The data log showed only a few suction alarms during the time of the positioning issue. No issues were found with the placement signal trend. According to clinical reports, the pump was found deep in the ventricular. The cause of the positioning issue was not determined since the product was not returned and sufficient clinical information was not provided. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2024-15801. A new code was added.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the procedure, it was noted that the pump was in the papillary muscle. The physician was unable to reposition away from the papillary muscle and support was continued with the malposition of the impella cp pump. The patient's outcome at time of explant was survived.